Event description:
Healthcare professional reported, left side pain. And capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Concomitant medical products: concomitant therapies: lovaza®1 g, twice daily, calcium carbonate, daily. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Additional observations: crease fold observed, in the device. Brown particles observed, in the device. Observed, an opening sharp assessed, as unidentified (tear) opening (shell thickness was within specification). Observed, an opening striated assessed, as to surgical damage. No further actions are required, as the device was implanted.

Event description:
Company representative reported pain and capsular contracture, baker grade IV. The device has been explanted. This relates to the left side.

Manufacturer narrative:
F2203. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: capsular contracture, baker grade IV.